Event description:
Information was received from a patient who was implanted with a neurostimulator for interstim -other. It was reported the patient had their stimulation turned off three years ago because the therapy was not working. The patient's urologist had told them to leave it off and dormant. The caller explained they got out of their car and sat down at a restaurant and felt a sudden sensation on their left side, like the implant had turned on. They returned home and checked the status of the implant with the programmer which indicated stim was off and at 0.0v. The caller stated they still had the sensation and noted they had vascular surgery on their left leg in (B)(6) 2016 and right leg in (B)(6) 2016, but the surgeon was aware of the implant and it was turned off. The patient was to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.